Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The hypoglycemia followed a period of ~8 hours of cgm glucose above range. Inconsistent meal announcement usage was found in the logs. The ilet was otherwise behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by a missed meal announcement the evening before, which led to prolonged hyperglycemia that was not addressed by the user. This prolonged hyperglycemia increases correction insulin dosing and the risk of hypoglycemia later.

Event description:
On 9/5/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in loss of consciousness and seizure. The event occurred on 8/30/24. On 9/5/24 a beta bionics customer care agent followed up with the user about the event. The user experienced multiple severe low bg events, leading to seizures, with the most recent incident occurring on (B)(6) 2024 at approximately 6:00 am. Upon waking, the user received a low bg alert and recorded a bg level of 39 mg/dl, later confirming a fingerstick reading of 26 mg/dl. Following this, the user immediately lost consciousness and had a seizure. The user's husband assisted during the episode and treated the low bg with juice; however, they did not call ems or seek medical attention due to lack of insurance. The user is currently not using the ilet system but plans to resume once insurance is approved and a healthcare provider is found.